Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was unknown and it was unknown if the hernia worsened with apd therapy. The patient was not hospitalized for the event. Thirteen days prior to the receipt of this report, the patient underwent a surgical procedure to repair the hernia. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient had recovered. No additional information is available.